Manufacturer narrative:
The impella device has been received and an evaluation is underway. Upon completion, a supplemental MDR will be filed with the results.

Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella 5.0. While removing the device, the impella's pigtail became caught on the patient's axillary graft and separated. Intervention was required to reopen the site and remove the fragmented device component.

Manufacturer narrative:
The device was received and the pigtail was confirmed as fragmented. After review of the information provided, the cause of the removal issue was linked to use of a graft not indicated for use with impella.